Event description:
The initial report stated that during preparation for a radio frequency ablation procedure, water leaked from needle-tubing where the connector was attached. This connector would be outside the sterile field. The procedure was completed with another needle electrode. The pt was reported as ok. Evaluation of the sample during testing found leak was at the handle, which would be inside the sterile field.

Manufacturer narrative:
Date of initial report: 10/24/2008. The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.